Event description:
Before implantation of the shunt no liquid could pass the system . Other valve of the same type was used and worked properly. No surgical delay greater than 30 minutes and no patient harm reported

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 160mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water, no occlusion was noted. The syphonguard was irrigated, no problem was noted. The valve was leak tested, no leakage was noted. The valve was tested for programming. The valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot crlbfz, conformed to the specifications when released to stock on the 6th november 2014. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.